Event description:
It was reported that the system 9800 displayed an "overload fault." There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Vidence of high voltage arcing was found at the anode of the x-ray tube. The x-ray tube was replaced along with the high voltage cable. All calibrations performed. The system was tested and found to be working as intended and placed back into service.